Event description:
Customer reported device=400 mg/dl and then 40 mg/dl during back to back readings. Customer reported device displays wrong code number. Customer stated device code key=303 and device reads 703. No controls were used. A request was made for return product and replacement product was sent.